Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the error message ¿head error" occurred. Customer switched off and on the machine, but impossible to erase the message. The unit was change out. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). It was reported that the error message ¿head error" occurred during patient treatment. Customer switched off and on the machine, but impossible to erase the message. The unit was changed out with another one with no consequences for the patient. The getinge field service technician confirmed that the rotaflow console (rfc) with s/n (B)(6) is not affected and could not be confirmed. Therefore, the most probable root cause could be determined as the cause of the "head error" is the rotaflow drive with the serial number (B)(6). This rotaflow drive will be handled in complaint ID (B)(4). Based on these investigation results the reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.